Event description:
It was reported this implantable cardioverter defibrillator (ICD) exhibited high out range (oor) shock impedances on the right ventricular (rv) lead, measuring 128 ohms. It was noted that since implant the shock impedances have been increasing. Technical services suggested to continue to monitor the lead and recommended a high energy commanded shock if shock impedances rise to above 150 ohms. This ICD and rv lead remains in service. No adverse patient effects were reported.